Manufacturer narrative:
Updated data: b5. A second paragraph was added. B6. B7. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information from a medtronic clinical study sponsor that approximately six months following the implant of this t ranscatheter pulmonary bioprosthetic valve, review of radiographic images identified a type I stent fracture of strut number six. The stent fracture was noted without a loss of stent integrity. No treatment was reported; no adverse patient effects were reported. Additional information was received to report approximately six months following the valve implant procedure, the patient's pulmonary valve gradients had increased from a mean gradient of 13mm hg to a mean gradient of 20mm hg. The patient's medications were not adjusted. Nearly five months later, the patient's mean gradient had decreased to a mean of 17mm hg.

Manufacturer narrative:
Updated data: b1 - adverse event product problem b5. - a third paragraph was added. H1. - serious injury h6. - additional annex f codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information from a medtronic clinical study sponsor that approximately six months following the implant of this transcatheter pulmonary bioprosthetic valve, review of radiographic images identified a type I stent fracture of strut number six. The stent fracture was noted without a loss of stent integrity. No treatment was reported; no adverse patient effects were reported. Additional information was received to report approximately six months following the valve implant procedure, the patient's pulmonary valve gradients had increased from a mean gradient of 13mm hg to a mean gradient of 20mm hg. The patient's medications were not adjusted. Nearly five months later, the patient's mean gradient had decreased to a mean of 17mm hg. Additional information was received that reported anticoagulant medication (apixaban) was administered and regiment was altered for an increase in pulmonary valve gradients. A diuretic (furosemide) was prescribed, and aspirin was discontinued. Approximately five months after onset, the patient's mean gradient was resolved. The physician indicated that there was a causal relationship between the increased gradients and the valve.

Event description:
Medtronic received information from a medtronic clinical study sponsor that approximately six months following the implant of this transcatheter pulmonary bioprosthetic valve, review of radiographic images identified a type I stent fracture of strut number six. The stent fracture was noted without a loss of stent integrity. No treatment was reported; no adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that prior to the transcatheter valve implant the mean right ventricular outflow tract (rv ot) gradient per echocardiogram measured 8 millimeters of mercury (mm hg).

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that this transcatheter valve was implanted within the native pulmonary valve. Additionally, the physician indicated the transcatheter stent fracture did not contribute to the increased gradient. Rather, hypoattenuated leaflet thickening (halt) had contributed to the increased gradient.

Manufacturer narrative:
Updated data: d4 - UDI h6 - annex b, annex c. The images provided are from the procedure day, in these images we can appreciate a positive outcome evaluated by angiogram with no evidence of paravalvular leak (pvl) / pulmonary regurgitation and with integrity in the entire harmony tpv frame. Stent fracture was listed as a potential complications / adverse event. However, the radiographic images mentioned in the event description were not provided, it was not possible to confirm the stent fracture that could have led to an increased gradient. Echocardiogram labeled ¿discharge¿ and dated the day of the valve implant was reviewed. The patient was post harmony transcatheter pulmonary valve (tpv) implantation. The image quality was somewhat limited; however, the leaflets appeared to function normally. There was trivial pulmonary regurgitation and no evidence of pvl. There was normal proximal flow across the harmony tpv with a peak velocity of 1.9 m/s (mean gradient of 7 mmhg/peak gradient of 15 mmhg). The device inflow appeared well opposed to the right ventricular outflow tract (rvot). No obvious device frame configuration issues were present. Mild tricuspid regurgitation was noted, estimated rvsp 47 + cvp. There was mild right ventricular enlargement, with mildly depressed function. Left ventricular size and function appeared normal. Post harmony tpv implant echocardiogram showed the harmony device near the annular position. There did not appear to be any obvious frame distortion. No doppler evidence of significant regurgitation or obstruction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.